Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. There was blood inside and outside of the shaft. Microscopic examination presented no damage or irregularities to the distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the mildly tortuous left anterior descending (lad) artery. Upon delivery of the guidezilla device, via a non-bsc guidewire, it was noted that the guidezilla was detached. Excessive force was not applied to the guidezilla. There were no patient complications reported and the patient¿s status is good.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the mildly tortuous left anterior descending (lad) artery. Upon delivery of the guidezilla device, via a non-bsc guidewire, it was noted that the guidezilla was detached. Excessive force was not applied to the guidezilla. There were no patient complications reported and the patient¿s status is good.